Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted on (B)(6) 2015, 694765, lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead exhibited dislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.